Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The home patient stated the final bag became disconnected. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during fill 5. The hp stated the final bag became disconnected. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended to contact their nurse. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported.